Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including capacitors corresponding microchips, mounted on the electric circuit board had a defect. It is recommended that the user facility read the instructions for use (IFU) instruction manual and review the method of device handling the device in accordance with the IFU to prevent recurrence of the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope received an e315 scope error. The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the distal end had a chip. The scope-connector was dirty due to water leakage. The universal cord was sticky. Due to damage, the switch 1 did not work. The objective lens had discoloration. The flexibility adjustment ring had a scratch. The control unit had discoloration. Due to dirt on objective lens, the image had dark area partially. The grip, scope-cover, switch box, locking engagement lever, locking engagement knob, the right/left knob, the up/down knob, the control unit, the s-connector, the universal cord, the scope connector cover unit, and the plastic distal end-cover were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.